Event description:
During a l5-s1 plf procedure performed on (B)(6) 2013, while implanting a polyaxial screw into the pt there was a "pop". The surgeon promptly backed the screw out and handed it off. Upon inspection, it was discovered that the head of the screwdriver had broken off into the screw head. There was no delay to the procedure or pt injury as a result.

Manufacturer narrative:
Eval noted the polyaxial driver was placed in a rotating bending load in excess of its design capabilities and the tip fractured as a result of the overload. Review of receiving inspection found that sixteen (16) units of this lot were received from the supplier and released for distribution on 08/07/2012 with no deviation or anomalies. Review of complaint history did not reveal a trend of reports of this nature for this part number.